Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line constant after cleaning load point 2 sensor which was reproduced through troubleshooting of the device. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step was not specified. There was no known patient injury or medical intervention associated with this event. No additional information is available.